Event description:
Initial hcg result of 1.98 miu/ml. Same sample tested using a qualitative methodology was positive. The same sample was then repeated twice using the initial method which recovered 198.8 miu/ml, and the qualitative method, which was positive. The same sample was also repeated the next day using the initial method and recovered 210.6 miu/ml. The initial result was not reported. The field service rep was unable to determine cause.